Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection and death occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 1.50mm rotapro was selected for use in a percutaneous coronary intervention (pci) procedure. The patient was not doing well after the procedure. A type e or f dissection occurred in the mid left anterior descending artery, which was flow limiting, with no flow right after. The procedure was aborted due to complications, and the patient died post-procedure. It was further reported that the 98% stenosed target location was located in the not tortuous, severely calcified small vessel. The autopsy status is unknown, and the official cause of death has not been determined. There is no information on the patient's medical history. During the procedure, shockwave therapy and medtronic stents were used, but no ivus was performed. Details about other devices used are unavailable. The staff stated that while they didn't think the rotapro device caused the complication, they were unsure. The physician attempted to stent the entire artery, but it spirally dissected, requiring two or three medtronic stents. The sizes and lengths of the stents are unknown. The physician considered using a balloon pump but decided against it and declined to use a non-boston scientific device. No further information has been shared by the physician.

Event description:
It was reported that a dissection and death occurred. The target lesion was located in the proximal left anterior descending (lad) artery. A 1.50mm rotapro was selected for use in a percutaneous coronary intervention (pci) procedure. The patient was not doing well after the procedure. A type e or f dissection occurred in the mid left anterior descending artery, which was flow limiting, with no flow right after. The procedure was aborted due to complications, and the patient died post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).